Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the water supply volume did not meet the standard value, and there was no air fed due to clogging of the nozzle. In addition to the foreign material found clogging the nozzle, other evaluation findings are as follows: the switch and the connecting tube were scratched; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the adhesive on the bending section cover was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's lens rinsing was not working. There was no report of patient harm. The device was returned, evaluated, and there was foreign material was clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The initial medwatch reported the returned device found foreign material clogged in the nozzle; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.